Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the available information, the reported leak appears to be due to procedural conditions/user technique. The air embolism and EKG/ECG changes appear to be cascading effects of the leak. Additionally, air embolism and EKG/ECG changes are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention is the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling. The additional device referenced is filed under a separate medwatch report number.

Event description:
This is filed to report a leak and air embolism. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 3-4. One clip was successfully implanted, reducing mr to a grade of 1. On an unknown date, the patient returned to the hospital and echocardiography showed that mr had increased to 3-4. On (B)(6) 2021, a second procedure was performed to treat the recurrent mr. The clip was inserted, but it was observed that the steerable guide catheter (sgc) had lost fluid column, causing an st elevation. Air was then observed in the device and the anatomy; therefore, aspiration was performed. It was noted that the stopcock had been turned in the wrong direction, potentially causing the loss of fluid column. Once the issues with the stopcock was resolved, one clip was successfully implanted, reducing mr to a grade of 1. There was no clinically significant delay in the procedure. No additional information was provided.